Manufacturer narrative:
Internal complaint reference case-2020-00036447-1.

Event description:
It was reported that during a meniscal repair surgery, the t2 anchor of the fast-fix 360 pulled out of the device. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The depth limiter was in the default position. The needle overmold assembly was bent. The deployment needle was in the t1 position. The suture was returned. T1 was attached to the suture and was broken in half. T2 was not returned. A functional evaluation was conducted. The deployment needle slid with a moderate amount of resistance. The deployment needle clicked into both positions. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of the peek-optima lt 3 injection moldable polymer print specification found that the storage requirements, material specifications, and material tests were appropriately documented and a certificate of analysis is required for raw material.